Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced inaccuracy in cgm readings during an extreme low (cgm 129 or 139 mg/dl, bg 18 mg/dl). Pt's roommate found her unconscious and called paramedics. Paramedics administered glucose IV, and pt recovered. Pt reported no injuries and was fine at the time of her call to dexom technical support. Pt reported that she takes hydrocodone, an acetaminophen-containing medication. The device is contraindicated for use with acetaminophen-containing medications, as use of acetaminophen-containing medications may affect sensor performance.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.